Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic procedure. The device did not fire. There were issues experienced with the loading or firing of the clips. No clips were able to load properly into the jaws during use. The surgeon was not able to squeeze the handle when the issue occurred. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted for the instrument. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic procedure. The device did not fire. There were issues experienced with the loading or firing of the clips. No clips were able to load properly into the jaws during use. The surgeon was not able to squeeze the handle when the issue occurred. In order to resolve the issue and complete the case, used another clip applier. There was no patient harm. There was no patient injury.